Event description:
It was reported that pump displayed malfunction alarm code 16, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, malfunction recurred after reset, and pump was confirmed in warranty and scheduled for replacement; customer planned to use multiple daily injections as backup therapy, and was given instructions for storage, shipping address confirmation, and return of problematic pump within specified timeframe.